Event description:
It was reported that the user received repeated alert 38 alarms indicating a motor stall when attempting to rewind the ilet for a supply change, resulting in an inability to proceed and a failure to infuse insulin; the affected component was the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem associated with a stalled motor that led to failure to infuse insulin. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.